Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached greater than 250 mg/dl despite multiple corrections while wearing the pod between 36 and 48 hours. The pink slide insert did not fully move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula appeared normal and was visible after removal of the pod from the infusion site (leg). As treatment, correction doses were administered and a request for a replacement pod was submitted.